Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2016-00444. It was reported that during the patient's trial scs lead implant procedure, the physician was unable to implant the leads. As a result, the procedure was abandoned.